Event description:
A nurse reported that the system displayed a message during yag laser treatment. The procedure could not be completed. There was no pt harm reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).